Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, a loss of fluid column occurred. The physician decide remove the sgc from the stabilizer to remove the air with a syringe and to continue with the sgc. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.